Manufacturer narrative:
One device was received for evaluation. The lot code on the device indicates a 2010 year of manufacture. The device has potentially been in use for 1 year. Upon inspection it was noted that the distraction screw retaining spring in the device was bent in a manner that the spring would no longer hold the distraction screw as it is designed. Because of the location of the spring and the manner in which it was bent indicate that this most likely occurred during use of the device. A device history review was conducted with no issues noted. A historical complaint review was also conducted showing a diminishing trend of this type of complaint since 2007. A corrective action was taken regarding similar complaints in (B)(4) 2010. This corrective action included review of the shape of the spring end which could possibly contribute to the failure mode indicated in this complaint. The complaint device received was manufactured in may of 2010, before the corrective action.

Manufacturer narrative:
One device was received for evaluation. The lot code on the device indicates a 2010 year of manufacture. The device has potentially been in use for 1 year. Upon inspection it was noted that the distraction screw retaining spring in the device was bent in a manner that the spring would no longer hold the distraction screw as it is designed. Because of the location of the spring and the manner in which it was bent indicate that this most likely occurred during use of the device. A device history review was conducted with no issues noted. A historical complaint review was also conducted showing a diminishing trend of this type of complaint since 2007. A corrective action was taken regarding similar complaints in (B)(6) 2010. This corrective action included review of the shape of the spring end which could possibly contribute to the failure mode indicated in this complaint. The complaint device received was manufactured in (B)(6) 2010, before the corrective action.

Event description:
The retainer pin in the handle broke during surgery and could not retain the distraction screw. The surgeon was forced to put surgical wax in the instrument so the screw would stay put and be retrieved from the patient.